Manufacturer narrative:
It was confirmed by sales & service representative that this complaint is a duplicate complaint of onetrack #(B)(4) (mfg report number: 8010762-2026-0000001) and opened by a misunderstanding. Therefore, this complaint #(B)(4) (mfg report number: 8010762-2026-0000058) will be cancelled and all further investigation will be performed and results will be shared within the original complaint record onetrack #(B)(4) (mfg report number: 8010762-2026-0000001). Complaint #(B)(4).

Event description:
It was reported that the sterile barrier (tyvek) of custom tubing pack was found as opened. No harm to any person was reported. Since the failure is related with sterile barrier failure, the complaint is reportable. It was confirmed by sales & service representative that this complaint is a duplicate complaint of onetrack #(B)(4) (mfg report number: 8010762-2026-0000001) and opened by a misunderstanding. Therefore, this complaint #(B)(4) (mfg report number: 8010762-2026-0000058) will be cancelled and all further investigation will be performed and results will be shared within the original complaint record onetrack #(B)(4) (mfg report number: 8010762-2026-0000001).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that the sterile barrier (tyvek) of custom tubing pack was found as opened. No harm to any person was reported. Since the failure is related with sterile barrier failure, the complaint is reportable. Complaint # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available. It was initially reported that this complaint was a duplicate of complaint ID #(B)(4) (mfg report number: 8010762-2026-0000001). However, on 2026-03-06, the sales & service representative confirmed with the customer that this complaint is not a duplicate. Therefore, complaint #(B)(4) (mfg report number: 8010762-2026-0000058) remains valid and will be handled as an independent complaint record.

Event description:
It was reported that the sterile barrier (tyvek) of custom tubing pack was found as opened. No harm to any person was reported. Since the failure is related with sterile barrier failure, the complaint is reportable. Complaint #(B)(4). It was initially reported that this complaint was a duplicate of complaint ID #(B)(4) (mfg report number: 8010762-2026-0000001). However, on 2026-03-06, the sales & service representative confirmed with the customer that this complaint is not a duplicate. Therefore, complaint #(B)(4) (mfg report number: 8010762-2026-0000058) remains valid and will be handled as an independent complaint record.

Manufacturer narrative:
It was reported that the sterile barrier (tyvek) of custom tubing pack was found as opened. No harm to any person was reported. The product was investigated at the maquet cardiopulmonary gmbh laboratory on (B)(6) 2026. The visual inspection confirmed a locally insufficient seal between the tyvek and the tray edge. No damage was observed on the packaging and neither on the products. Based on the laboratory investigation results, complaint could be confirmed however exact cause of the reported failure could not be determined. The probable root causes identified are primarily related to production processes and are summarized as follows: 1-inadequate sealing process parameters: the sealing temperature, pressure, or dwell time may have been insufficient, resulting in incomplete bonding between tyvek and the tray edge. 2-sealing equipment malfunction or misalignment: wear, calibration drift, or misalignment of the sealing unit could have caused uneven pressure distribution, leading to a locally weak seal (approx. 30 cm area). 3-material-related variability: variations in tyvek or tray surface properties (e.g., contamination, surface energy, coating inconsistencies) may have negatively affected seal adhesion. 4-handling or transport stress: mechanical stress during packaging, handling, or transport could have propagated a weak seal area and caused it to open. 5-process control gaps: insufficient in-process inspection, lack of routine seal strength monitoring, or limited sampling may have allowed a marginal seal to pass release. 6-operator-related factors: incorrect machine setup, parameter selection, or insufficient adherence to work instructions during production may have contributed. A non-conformity record #(B)(4) has been initiated in scope of in scope of same failure "open tyvek seal" on (B)(6) 2026 and this specific complaint # (B)(4) has been already included to the scope of the nc. All further actions will be taken within this non-conformity record. Since the most probable cause has been found as a production related failure, and all further investigation will be performed within nc #(B)(4), a DHR review is not feasable. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).